Event description:
It was reported that during attempted removal of the sheath introducer from the pt, resistance was met, and the sheath could not be removed. A surgical procedure was required to remove the sheath. There were no additional pt complications.